Event description:
It was reported that the 9900 system made a "popping" noise (arching) and locks up. It was also noted that save images beep is not beeping. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Cleaned and vapor proofed the high voltage connections at the tube. Performed a filament calibration and reloaded software. The system was tested and found to be working as intended and placed back into service.